Event description:
It was reported that during opening of the package, product sterility was compromised. During prep, outside of the pt, when opening the package of the imager ii catheter, the "peel pack rips and splits diagonally across the entire width of the package" resulting in contamination of the product. No pt involvement.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.